Event description:
It was reported that the programmer was returned to service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined at analysis that there was internal corrosion of the programmer. It was also noted that there was signs of corrosion on the external case of the programmer. The system fan was intermittently noisy. The programmer was dispositioned as scrap. If information is provided in the future, a supplemental report will be issued.